Event description:
Caller reported a cartridge alarm issue that did not adversely impact the customer's blood glucose level. Despite the recurring alarm with consecutive cartridges, customer technical support (cts) confirmed the pump was under warranty and decided to replace it. The customer was instructed on how to place the current pump into storage mode for its return and understood that a replacement pump, which includes updated software, would be shipped without requiring a delivery signature. The customer was also advised to return the problematic pump within 10 days to avoid charges and to program and connect their continuous glucose monitor to the new pump. Customer will continue to use current pump.